Manufacturer narrative:
(B)(4). No sample is available.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 with the homechoice (hc) machine during dwell 3 of 5. The home patient (hp) stated that the supply bag fell off the table and became disconnected. The technical service representative (tsr) had the hp cycle the power and the machine alarmed se 2367. The tsr advised the hp to disconnect. The hp would complete therapy via a manual exchange and resume therapy the following day. The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(4) 2010. The hp stated that they had just rearranged the table and the table for the secondary bag was not positioned correctly, so the supply bag fell off the table. No defects were seen with the cassette or bag. The hp rearranged the tables after this to get them positioned correctly, and there have been no re-occurrences. The hp has been doing fine and continuing therapy on the cycler as usual.